Event description:
It was reported on (B)(6) 2015, intraoperative c-arm fluoroscopy appeared to show that the 6.5mm recon locking screws from the lateral entry femoral nail were failing to properly engage the proximal recon holes in the nail. The surgeon ended up questioning the possibility of the nail being twisted or bent during insertion. The nail was removed from the patient and the cannula position through the targeting arm and into the nail¿s locking holes was verified to be correct. Another attempt was made. The screws still appeared to be into the femoral head, but posterior to the proximal nail, all devices were successfully removed. The surgeon opted to remove the nail and proximal screws again and abandon them in favor of using the trochanteric fixation nail (tfn) tfn-a nail system to fix the fracture and finish the case. The tfn-a nail went in perfectly with no problems or delays. The surgeon was happy with the outcome of the surgery and the original lateral entry femoral nail in question was not implanted in the patient; however, the surgical time of the procedure was increased due to questions about the original femoral nail. It is important to note that the patient's stature was not conducive to proper table positioning and thus made it difficult to gain a satisfactory fluoroscopic imaging throughout the case. It is confirmed that the "jig bolt" came loose and was causing motion in the nail; as a result the surgeon could not get the recon screws through the nail. There was a 30 minute delay to the procedure because the surgeon was considering of an alternate method to approach this procedure. He chose to use the tfn-a system and the alternative method was successful. Upon inspection, it was reported that the lateral entry femoral nail did not seem bent or twisted. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. A product investigation was completed: the complaint condition for the 04.003.245 lot number 7533617 titanium cannulated lateral entry femoral recon nail was likely caused by soft tissue pressure or insufficient tightening of the aiming devices; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 04.003.245 titanium cannulated lateral entry femoral recon nail is an implant routinely used in the titanium cannulated lateral entry femoral recon nail system. The device was returned and reported to have possibly become bent and that the proximal locking screws missed the nail intra-operatively. This condition is confirmed; significant scratch marks consistent with those caused by a screw or drill bit are visible on the outer edge of the nail parallel with the trajectory of screw insertion. However, when tested with a 03.010.048 lot number 4963190 recon locking aiming arm, a 03.010.046 lot number 1448915 percutaneous insertion handle, a 03.010.146 lot number u197773 cannulated connecting screw, a 03.010.063 lot number 1802328 12.0mm/8.0mm protections sleeve, and a 03.010.065 lot number 1753339 8.0mm/4.2mm drill sleeve, the devices align properly with the nail¿s proximal locking holes precluding the possibility of a nail related deficiency. It is likely that a significant amount of soft tissue pressure, insufficient tightening of the aiming devices or some other form of user error has led to this complaint condition. The device was manufactured in november 2013 and is over a year old. The balance of the returned device is in condition consistent with insertion and explantation. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device cannot be replicated. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: expiration date of the complaint device is october 2022. Surgical intervention (removal of initially implanted hardware during surgery and implantation of alternative devices). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.